Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a sling placement procedure on (B)(6) 2011. There were no complications during this procedure. According to the complainant, the patient experienced chronic irritation and sensitivity at the sling sight as well as discomfort while urinating post procedure. The patient's first follow up visit after the initial procedure was on (B)(6) 2011 and the patient reported to be doing well. On (B)(6) 2012, the patient presented with irritation, sensitivity, and discomfort while urinating. The physician prescribed antibiotics on that visit. On (B)(6) 2012, the patient returned to the office and the physician determined that the patient would be taken back to the operating room on (B)(6) 2012 for removal of exposed mesh in the vulva and vagina. All other information is unknown.